Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient started to have bursts of ventricular tachycardia. It was reported the patient was then experiencing pulseless electrical activity and cardio-pulmonary resuscitation was started and the patient¿s pulse returned. The nurse reported the patient was stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.